Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Procedure: open ventral hernia repair. The patient experienced surgical revision; hernia recurrence; chronic abscess/infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced recurrence, chronic abscess cavity with purulent material within it, mesh was balled up, scar tissue and infection. Post-operative treatment included repair surgery, repair of recurrent incisional hernia with mesh removal, development of superolateral and inferomedial myofascial flaps for primary closure, and abscess disruption and culture.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced recurrence; chronic abscess cavity with purulent material within it, mesh was balled up, and infection. Post-operative treatment included repair surgery.